Event description:
It was reported that the patient presented remotely via merlin net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made to turn on the low frequency attenuation (lfa) filter. The patient was stable.